Manufacturer narrative:
(B)(4). The evaluation and repair was completed by a non-medtronic service provider: analog interface (ai) printed circuit board (pcb) was replaced to resolve the issue. Medtronic was not authorized to conduct the repair. The reported complaint could not be confirmed without the product return.

Event description:
It was reported that an 840 ventilator generated an error which rendered the ventilator inoperable. The ventilator was not in use on a patient at the time the event occurred.